Manufacturer narrative:
Internal file no: (B)(4). The customer complaint of leaking was confirmed from a picture provided by customer. Due to the product was not returned for failure investigation, the root cause of this failure was not identified.

Event description:
The customer reported a leak at the connection between texium and smarsite valve. There was no report of pt harm or medical intervention. The customer stated that no additional event or pt information is available.